Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0uhgn implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy and had stimulation in the wrong location, noting it was at the (buttocks) instead of their bowel. They met a healthcare professional (hcp) and did programming, but it didn¿t resolve. They ended up having a revision on (B)(6) 2017, which resolved the issue. The loss of therapy began in (B)(6) 2016. There were no further complications reported or anticipated.